Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. However, component failure could have contributed to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, white residue was found in the auxiliary water channel of the colonvideoscope, on the insertion tube side. The flow was obstructed with the white residual. There was no patient involvement.